Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-27433. It was reported that the patient presented for a pacemaker explant procedure. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise. The ra lead was capped and replaced on (B)(6) 2021. The rv lead remains implanted. The patient was stable and will continue to be monitored.